Event description:
Put on a new abbott freestyle libre 3 plus continuous glucose monitor buy readings are off from 30 to 50 points. Triggers multiple low glucose alarms but confirmed with the finger prick method I'm way far from being low level.